Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving a vibratory alert due to high voltage lead impedance out of range. All other electrical parameters were in range. The physician capped the lead and implanted a new one. The patient is in stable condition.